Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed that pump had no damage. Review of device history log identified 12 "no disposable alarms". Functional testing included sensor verification, delivery accuracy and event log review. The pump downstream and upstream sensors were tested and found functional, measured within manufacturing specification. The pump was tested for delivery accuracy to verify the pumps accuracy and function. Delivery accuracy testing found the pump within the published specification of +/-6%. No problem was found with the fluid delivery or function of the pump. Based on the evidence, the complaint was not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd legacy plus pump no disposable, clamp tubing. No adverse patient effects.